Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via voicemail, there was an issue with 2 set screws, 1799-02-000.additional information from submitted complaint form from sales rep. Patient noticed a change in feeling in his back. Upon, x-ray, it was noticed that the set screws in the iliac bolts an s1 screws had loosened and came off.